Event description:
It was reported the patient experienced shaking, dropping things, and having "epilepsy like seizures". The stimulation device was turned on and the patient could feel stimulation. It was also reported the patient was not able to adjust the stimulation. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.